Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(6), implanted: (B)(6) 2007, product type catheter. (B)(6).

Event description:
The patient had increased pain for 2 months prior to this report. The pump eol (end of life) was in (B)(6) 2014. The patient was taken to surgery on the date of this report for a normal eos (end of service) pump, but when the physician tried to aspirate the catheter; he couldn¿t. He decided to do a dye study and it revealed a leak in the distal segment of the catheter. The physician opened the back incision and was going to splice the catheter together, but the catheter broke. The catheter segment was left in the patient¿s intrathecal space. The physician ended up inserting a new spinal segment and splicing it to the existing catheter. The device system was delivering hydromorphone. The patient recovered without permanent impairment.